Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(6) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor- 8/12/2014. Electrode belt- 7/11/2011.

Event description:
Supplemental report 3/12/2021: per the updated event analysis received on 2/28/2021, which included analysis of the patient's continuous ECG recordings, after the patient was treated, at 14:43:04, the patient's rhythm was an idioventricular rhythm at 40 bpm degrading to vf. The patient remained in vf for 27 seconds before the device was shutdown. The device was shut down before the lifevest could deliver a treatment. The lifevest typically requires 30 seconds of sustained vf before a treatment can be delivered. There is no indication that a device malfunction caused or contributed to the patient's passing. The monitor was evaluated and was found to be fully functional. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital and had tested positive for covid-19. Prior to passing, the patient received an inappropriate treatment from the lifevest. At 1:01:22 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was supraventricular tachycardia (svt) at 180 bpm and the post-shock rhythm was svt at 170 bpm. Supraventricular tachycardia contributed to the false detection. The rapid rate satsified the rate detector of the detection algorithm. A non-treatable rhythm was declared by the lifevest at 1:02:09 pm. The patient was reportedly taken to an ICU where she passed away at 2:38 pm on (B)(6) 2020. The reponse buttons were not pressed during the event.

Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's death. Manufacture dates: monitor 8/12/2014, electrode belt 7/11/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital and had tested positive for covid-19. Prior to passing, the patient received an inappropriate treatment from the lifevest. At 1:01:22 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was supraventricular tachycardia (svt) at 180 bpm and the post-shock rhythm was svt at 170 bpm. Supraventricular tachycardia contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. A non-treatable rhythm was declared by the lifevest at 1:02:09 pm. The patient was reportedly taken to an ICU where she passed away at 2:38 pm on (B)(6) 2020. The response buttons were not pressed during the event.